Event description:
It was reported that the patient was hospitalized due to an infection. The patient was transported to another facility and passed away. The death occurred approximately six weeks post implantable pulse generator (ipg) system implant. The organism was identified as methicillin-resistant staphylococcus aureus. Additional information obtained noted that the implanting facility is investigating sterile protocol in the lab and is making changes related to implant procedure. The source of the infection and additional information related to the patient death have been requested and not received.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-58 lead, implanted: (B)(6) 2013. (B)(4).